Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the therapy delivery test failed. No patient involvement reported at this time.

Manufacturer narrative:
Updated summary and code grids.

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating therapy delivery test failed. The fse (field service engineer) onsite checked and confirmed therapy capacitor is damaged. The fse (field service engineer) replaced 453564206351 therapy capacitor to solve the issue. Device experienced an undefined defibrillation issue, or issues with: shocking, charge up (for shocking), or syncing. There was no reported patient death or serious injury, however the reported issue/event impacts or potentially impacts therapy, which could cause or contribute to a death or serious injury if the malfunction were to recur the device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.